Event description:
It was reported that the programmer was being updated, with the service disk run first. The update flash drive was inserted, and when update software was selected, an error occurred. Powering the programmer off/on and rerunning the service disk did not restore function. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the error. It was also noted that the stylus was out of specification, the stylus will not calibrate.